Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4076 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right atrial (ra) lead experienced sustained failure to capture. The lead was explanted and replaced. During the procedure, the right ventricular (rv) lead could not be removed from the competitive implantable pulse generator (ipg). The rv lead was also explanted and replaced. The patient was a participant in the sls study. No patient complications have been reported as a result of this event.